Manufacturer narrative:
Correction to field d1. Brand name. Correction to fields d4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) #. Correction to field d10. Concomitant product/therapy. Correction to field h4. Device manufacture date. Upon receipt at our quality assurance laboratory, the returned component of inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. The microscope test revealed that the pump had contamination (bodily fluid). The pump passed the leak test. Product analysis was unable to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the left cylinder connecting tube. The ipp pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the left cylinder connecting tube. The ipp pump was explanted and replaced. No patient complications were reported.